Event description:
The customer reported his blood glucose reached above 250 mg/dl (exact bg was not provided) less than 24 hours after the pod was activated. He felt insulin leaking on his arm and upon further inspection, he noticed the needle did not deploy the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.